Event description:
User facility reported that the device was in use with pt at the 40 degrees temperature setting. According to reporter the device was used with an add'l sheet between the convective blanket and the pt's skin. The time in use was not provided. According to user facility, after use pt sustained second degree burns on the left shoulder, left arm and thorax. According to user facility the pt burns were treated topically with flammazine and bandage. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.